Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose value was 560 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was not alleging that the insulin pump was under delivering. The customer's other blood glucose level was 375 mg/dl. The customer was treated with insulin syringe for high blood glucose. The insulin pump will not be returned for analysis.